Event description:
It was reported that pump displayed malfunction code 9 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset it, after which malfunction did not recur, and customer was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.